Event description:
Report received of an unrestricted flow. After loading the tubing cassette into the pump, the nurse began to program the pump to deliver 10mg/250ml o esmolol hydrochloride. No specific programming parameters were provided. While the pump was being programmed, the pt reportedly became bradycardic. At that time, the nurse noted that the esmolol hydrochloride was "dripping through the drip chamber." The tubing set was immediately clamped and then disconnected from the pt. The physician was notified and the pt was treated with an unspecified amount of normal saline. The pump and the tubing set were removed from clinical service. The esmolol hydrochloride therapy was not started. There were no reports of any adverse pt sequelae.